Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Reported device not marketed in the us; however similar devices are. Manufacturing site evaluation: samples received: no samples available, picture: there are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed, no units in OEM stock. According to the customer, he received an empty packaging, without any of two meshes that should contain. There were only the instructions for use. This is likely the result of operator error during production. OEM has taken note of this incident, the personnel involved will be informed. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). No product in package, only instructions for use.